Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that unspecified bd¿ urine cup leaks during transportation. This occurred on 4 separate occasions but the date/time and or patient information is unknown. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that unspecified bd¿ urine cup leaks during transportation. This occurred on 4 separate occasions but the date/time and or patient information is unknown. No serious injury or medical intervention was reported.